Event description:
Reporter alleged discrepant blood glucose values of 392 mg/dl and 69 mg/dl on his advantage system within 10 minutes. No actions or treatment reported. A request was made for the return of the suspect product.